Event description:
Zoll lifecor customer support reviewed the download of a (B)(6) female pt, which revealed a "gel released, belt unusable" message. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (gel release flag in the pt's download) has been confirmed. Upon inspection, the belt connector housing was cracked and the wire was partly pulled out of the connector, not allowing the belt to properly stay connected with the monitor. The root cause of the damaged connector was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.